Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor therapy. The hcp wanted to know if the patient needed to turn stimulation off for a dental x-ray. They reported that the patient was having trouble turning stimulation off. The patient had stated that they could not turn stim off and would need to go to the hospital to have ¿it fixed¿ to turn stim off. No patient symptoms were reported.